Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber's metal tip/cap detached inside of the patient. The metal cap was retrieved and the procedure complete using a second surgical fiber. There was no patient injury reported.

Manufacturer narrative:
(B)(4). Event description updated. Other relevant history added. Device available for evaluation updated. Device codes added. Device evaluated by manufacture updated. Evaluation codes added. Product evaluation: failure analysis for fiber (B)(6): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the distal tip of glass cap and metal cap are detached and returned; the glass cap exhibits severe devitrification at output window; the metal cap exhibits moderate detritus adhesion on surface; the outer flow tubing open end exhibits moderate contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. The product returned in original box. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
Additional information: first fiber: 552,966 joules used and 59 minutes expended. The tip of the fiber was not cleaned during the procedure.